Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information received confirmed the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that high impedance was observed on the right ventricular (rv) lead during follow-up. Diagnostic imaging was performed and externalized conductors of the rv lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.